Manufacturer narrative:
It was reported that patient underwent bladder botox on (B)(6) 2013 due to urinary urgency and incontinence. The patient underwent paravaginal repair with insertion of an uphold mesh on (B)(6) 2014 due to pop. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient experienced dyspareunia, leakage, urinary tract infections, cystocele as a result of implant. Concurrent procedures performed were vaginal paravaginal repair, rectocele repair with enterocele repair, lso. The patient underwent a mesh removed on (B)(6) 2013. (B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4). Total number of events - 275. Gynecare prolift +m anterior pelvic floor repair system - 9. Gynecare prolift +m pelvic floor repair system - 8. Gynecare prolift +m posterior pelvic floor repair system - 12. Gynecare prolift +m total pelvic floor repair system - 29. Gynecare prolift anterior pelvic floor repair system - 38. Gynecare prolift pelvic floor repair system - 55. Gynecare prolift posterior pelvic floor repair system - 22. Gynecare prolift total pelvic floor repair system - 77. Gynecare prosima pelvic floor repair systems - 25.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period (B)(6) 2014.

Manufacturer narrative:
(B)(4). Reporting period june 1, 2014 through july 31, 2014 supplemental 11.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period june 1, 2014 through july 31, 2014. Supplemental 15.

Manufacturer narrative:
(B)(4). Reporting period (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(6) 2014 through (B)(6) 2014. Supplemental 17.

Manufacturer narrative:
Date sent to the FDA: 12/21/2015. Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(6) 2014. Supplemental 08.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure for pelvic organ prolapse on (B)(6) 2012 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2014 through (B)(6) 2014 supplemental 18 - attachment: [08-31-2014 otp supplemental 18.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2014 through (B)(6) 2014 supplemental 22 - attachment: [(B)(6) 2014 otp supplemental 22.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
Date sent to FDA: 12/26/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
Date sent to FDA: 02/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2014 through july 31, 2014.